Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 17-dec-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 500 mcg/ml at 24 mcg/day via an implanted pump for intractable spasticity and multiple sclerosis. It was reported they had been slowing weaning the intrathecal baclofen (itb) dose and was considering explant in the future as they confirmed a catheter fracture and no itb efficacy. It was noted it was the summertime ((B)(6) 2019) that the issue was confirmed via CT scan. The hcp was refilling the pump with saline on the date of this report and requested programming assistance. No further complications were reported.